Event description:
Report received of an epidural catheter disconnecting from the adapter. The customer states that none of the staff witnessed this disconnection, the cause of the disconnection is unknown. The pt was receiving an unspecified pain medication via the epidural catheter and magnesium sulfate via a peripheral IV line. When the epidural catheter disconnection occurred, the magnesium sulfate also reportably disconnected from its port. After the disconnections occurred, the patient's signifcant other reportably reconnected the tubings and then informed the staff of what had occurred. A crna was called to reconnect the epidural catheter and adapter. The crna reconnected the epidural catheter and the reporter assumes a new adapter was added. A very short time later there was a second unwitnessed disconnection. The crna was called again and it was discovered the magnesium sulfate was connected to the epidural line and the epidural medication was infusing peripherally. The medications were changed to the correct site immediately. No report of adverse pt effect. It was not known how long the infusions were delivered via the incorrect route. Additional information regarding the occurrence was requested, but no further information was available.